Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has had five magnet tone alerts within the last few months. The magnet tone triggered without any magnets nearby nor on the patient's clothing. The physician and patient have a concern about the safety of the device. The device remains in use. No patient complications have been reported as a result of this event.